Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir gets half empty and there was no delivery alerts. Customer was tried to changing reservoirs and sets from other packages but the issue occurs every time. Customer stated that piston of insulin pump was working harder and they hear different sound while rewinding and delivering bolus every time. Customer stated that reservoir unsealed inside of reservoir compartment and the insulin was go inside and fluid got into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No moisture damage electronic assembly during visual inspection. (B)(4).